Event description:
A pt with a history of bilateral branch pulmonary artery stenosis and two prior pulmonary artery angioplasties underwent a third attempt on 6/13/97. A disruption of the left pulmonary artery with contrast extravasation into the hilum to the left lower lobe was noted during the procedure. The hemorrhage appeared localized and confined by repeat angiography. Hemoptysis, expectoration of blood, occurred and was treated with positive pressure ventilation successfully. A large pleural effusion, unknown if serum or blood, was noted the following day and was drained of 1000cc. The pt arrested and resuscitative measures were unsuccessful. No malfunction of the balloon catheters were reported. Several other balloon catheters were used during this procedure. Follow-up could not determine a direct cause for the contrast extravasation. Since no indication of product malfunction was reported, this incident appears to be related to pt anatomy and/or procedural complications.